Event description:
It was reported that "patient has been on stomach position and there have been a leak in ventilation system. Patient must have been turned to back position. After that staff have noticed that there has been a problem with filter. The filter is crumbled and cracked". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "patient has been on stomach position and there have been a leak in ventilation system. Patient must have been turned to back position. After that staff have noticed that there has been a problem with filter. The filter is crumbled and cracked". No patient injury or harm reported. Patient condition reported as "fine".